Manufacturer narrative:
Manufacturer ref#: (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the doctor was trying to deploy a jug celect filter that would not detach (B)(4). He had to open a second filter that was a jug tulip and had the same issue (B)(4). He tried applying forward pressure to unhook the filter but that pushed the filter into the renal vein. He had to open a retrieval system and retrieve this filter. He had to open a third filter for placement.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the celect-pt filter would not release, when pressing the blue release button (B)(4). Tried to place a tulip filter instead, but it had the same issue and had to be removed by retrieval device, as pushed into the renal vein (pr417657). A third filter was successfully placed with no reported harm to the patient. The celect-pt filter nor the jugular introducer system was returned for investigation and without the actual complaint device it would be inappropriate to speculate at what may or may not have caused the difficulties in releasing the filter from the introducer when pressing the release button, but the forward pressure applied to unhook the filter, likely pushed the filter into the renal vein as reported. However, appropriate actions have been taken and relevant personnel have been notified to address the difficulties in releasing the filter from the jugular introducer. The instructions for use supplied with the device instruct to verify correct filter placement inside the sheath before releasing the filter by retracting the sheath and pressing the release button. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.